Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a high battery temperature alarm. No clinical details regarding resolution or patient involvement / condition were provided.

Manufacturer narrative:
The investigation has been completed for battery charging. The console ((B)(6)) was sent back for further investigation. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. The root cause of the false alarm for high battery temperature is due to the power battery manager misreading battery data during a single sample. This report is being filed as part of a retrospective review of historical records.